Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter city: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A non-baxter local engineer observed unspecified damaged and leakage. The filter was replaced with no further issues noted. The cause of the damage/leak could not be determined, however the most likely cause could be due to a crack in the housing nearby the welding zone. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 2.5 hours after starting treatment with a u9000 filter, the patient ¿appeared black in front of the eyes¿ and the patient¿s blood pressure dropped to 58/33mmhg. Hemodialysis treatment was stopped and 500 ml of ¿water was returned¿ to the patient. It was reported that the patient improved and the blood pressure was 93/60mmhg. The last blood pressure reported was 102/66mmhg. The filter was replaced and no further issues were noted. No additional information is available.